Event description:
It was reported that the patient died from on an overdose on (B)(6) 2015. The family was awaiting the toxicology report. The reporter confirmed that this was not a pump overdose. It may have been an overdose from oral pain medication or ¿polomitin¿. The reporter stated that the patient wanted to be out of pain so bad. The patient was getting pain pills from friends. The last few years of the patient¿s life were nothing but pain pills. The family was not sure of the cause of death and the pump was removed before the patient was cremated. The reporter stated the drug started with a ¿d¿ and thought it was either dilaudid or demorol. No drug reported. Further follow-up was being conducted. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l35398, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Additional information reported that the patient passed away on (B)(6) 2015, and the medical examiner confirmed that the cause of death was a heroin drug overdose. It was not device related as the pump had been empty and alarming as already reported in (B)(6) 2015.

Manufacturer narrative:
(B)(4).